Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarm. The home patient (hp) had connected during prime. The tsr said that connecting during prime was incorrect, the tsr explained proper procedures. The tsr had the hp cycle the power to get a se 2367 and again back to start. The hp would use new supplies. The hp stated they were taught to connect during prime and has been doing so for over a year. The tsr then informed that the process step was incorrect. Per the troubleshooting performed by the tsr, the care giver (cg) reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on 02/07/2012 the regarding reported problem. The pd rn stated that they were notified right after the alarm had occurred, because the patient had never experience a system error 2240 before. They stated they discussed the alarm. The pd rn stated the hp did not have any problems with their supplies nor with the machine. They stated that from what they know the samples were discarded and they started over with new supplies. The pd rn stated they do not know the lot number of the supplies. The pd rn stated they did not know that the hp has been connecting to the setup during prime. They stated that this is not part of their training, and they were taught to connect once prime is finished. The pd rn stated they will go over connection and setup processes with them during their next clinic visit. The pd rn stated as far as they know the hp has not had any further problems since then, and is continuing as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.